Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing cannula side. No further information available.